Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) displayed as "high" on cgm, elevated ketones, and runny nose; cause was unknown. Elevated bg was addressed by drinking water. Reportedly, bg was trending downward and currently at 377mg/dl. No additional information was provided.